Event description:
After the lens was inserted into the pt's eye using the delivery device, the lens would not set correctly. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-00401 for intraocular lens used with this delivery device.